Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating running on its own was duplicated. Based on the investigation details, the likely cause was corrosion inside and worn bearings. The blade mount assembly, housing, and bearings were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.